Manufacturer narrative:
Investigation on the reagent kit lot did not identify any product issue. Field service engineer visited the customer site and performed decontamination procedure. No false positive test results have generated since then. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant results when using the when using the cobas sars-cov-2 test for use on the cobas 6800/8800 system and compared to the results from the cobas z480 using lightmix modular sars-cov e-gene. The customer indicated 60 patient samples generated positive results with the c6800 sars-cov-2 test with a CT value around 35 for target 1 and/or target 2 in one run. Those sample results from cobas z480 using lightmix modular sars-cov e-gene were double tested and all negative. No sample ID were provided to identify the alleged samples in the data provided. No harm was alleged. Investigation on the reagent kit lot did not identify any product issue. Field service engineer visited the customer site and performed decontamination procedure. No false positive test results have generated since then.